Event description:
In 2001, the facility's IV team leader informed the distributor's sales rep of the following: nursing did heplock on catheter line. Clamped the line, then had blood come back up into the extensions. Returned with device was attached paperwork that stated catheter clamps do not hold, bleeding back into line causing catheter occlusion. No further info is available at this time.